Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in an undefined area of the cartridge tubing, and resistance was felt when filling the cartridge during the load sequence. Customer changed the cartridge to resolve the issues. There was no reported impact to customer's blood glucose level.